Event description:
It was reported that the patient's left hip was revised due to metallosis and dislocation of the lfit head from a competitor liner. Femoral head was revised, and the competitor liner was revised to a competitor constrained liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.